Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the care giver discovered a loose connection between the patient line extension set and the transfer set during peritoneal dialysis therapy. The patient was connected at the time of the event. The care giver stated the patient line connector on the disposable patient line extension set became very loose from the female connector on the transfer set. The care giver stated they ensured a good connection during setup and there were no visible defects associated with either product. There was no patient injury or medical intervention associated with this event. No additional information is available.